Event description:
During implant procedure, the stylet failed to be removed from the left ventricular (lv) lead. The lv lead was not implanted and another lv lead was successfully implanted to resolve this event. The patient was stable.